Event description:
It was reported that during a neurovascular case the physician was using an aristotle 18 guidewire snapped in half and there was no injury to the patient from the malfunctioned device.